Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown surgery on (B)(6) 2019, the surgeon was screwing the locking screw on the bone and the screw did not lock into an unknown plate. Thus, the screw was impossible to use. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. Concomitant device/s reported: unknown plate (part# unknown, lo# unknown, quantity# 1). This report is for one (1) 3.5mm locking screw self-tapping 14mm. This is report 1 of 1 for (B)(4).